Event description:
It was reported "header cracked, active electrode spinning" during attempted implant, and an apparent fracture was also noted. Consequently, this lead was removed and replaced with a same brand lead without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. There was a cut through the outer insulation at 35 centimeters. Visual inspection noted damage at implant. Primary analysis finding noted no anomalies found, lead functionally normal.